Manufacturer narrative:
It has come to our awareness that several of our latest MDR submissions failed to submit to your FDA MDR database due to double entries of MDR reports. Through an internal mistake, there was confusion with some of the reports concerning the MFR report numbers which is why the same MFR report number were used twice for several reports (3001421318-2022-00023 - 3001421318-2022-00033, 3001421318-2022-00035, 3001421318-2022-00037 and 3001421318-2022-00038). Therefore, we received a notification that this report was a double entry. We report the case now again with a new sequential number that has not been used in a previous MDR report. As a consequence of this misunderstanding, this MDR is now filed late. Device was not returned to hmag. Log files were received and analyzed. No related technical fault or no ventilation stop was recorded in the log files. Field service technician completed a full service software check out and let unit run on a test lung for 2 hours. No issues was found. We haven`t received further information from the hospital. Failure could not be reproduced and cause could not be established. This file reports the event stated in hamilton medical ag case number (B)(4).

Event description:
Hamilton medical ag received the following event description: "called by rn due to vent auto cycling. Patient bagged, troubleshot circuit. Changed flow sensor, circuit, and exhalation valve. Vent still auto cycling. Pulled down exhalation pin, and cleaned with alcohol swab, auto cycling continued. With help of other rt's and rn, patient bagged while vent switched out. Circuit left on vent".